Event description:
The silicon around the pump connector was torn. It was unclear if the scrub tech, who was tugging on it, thought there was more to the plastic piece that the representative told them to take off and damaged it during preparation, or if the pump came damaged. The patient was never truly involved as the defective pump was never implanted.

Manufacturer narrative:
(B)(4).